Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-09, h6: investigation summary: our quality engineer inspected the device submitted for evaluation. Bd received one retracted nexiva device. Analysis of the device was able to identify damage to the septum that compromised the seal of the fluid pathway. The issue has been confirmed. This kind of damage is associated with the assembly process, and are controlled through manual inspection of all finished goods. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: when irrigating the nexiva, the nurse has found a leak through the grey rubber.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: when irrigating the nexiva, the nurse has found a leak through the grey rubber.